Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the observed needle to cuff miss. The observed posterior needle tip that did not eject from the posterior needle shank was likely due to the plunger not fully depressed flush with handle during deployment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coronary arteriography interventional procedure using an 8f sheath. Reportedly, the suture did not capture the vessel and came out with three prostyle devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.